Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, the harvester noticed a piece of silicone from the jaws came off while cleaning the harvesting tool. Harvester stated nothing was left in the patient leg. No components was left in the patient. No additional incisions or procedures were required. The jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula and no resistance was noted while inserting the harvesting tool into the cannula. There was procedural delay to retrieved a new vh-4000 to finish the case. It was only a few minutes delay. The case went well, no injury to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 09/12/2022. An investigation was conducted on 09/21/2022. A visual inspection was conducted. Signs of clinical use and evidence of heavy blood was observed on the harvesting device handle. Heavy amounts of charred material was observed on the heater wire and lifted the heater wire, due to clinical use. There was no detachment of the heater wire observed. The clear silicone insulation on the cold jaw was observed to be peeled and detached from the cold jaw, exposing the entire metal cold jaw. The detached cold jaw insulation was returned for evaluation. The clear silicone insulation on the hot jaw was observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the investigation results, the reported failure "peeled;jaw" was confirmed. The lot # 3000242538 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.